Manufacturer narrative:
The returned device was evaluated. Internal examination revealed contamination of the system board. The system board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over five (5) months with no previous reported issues prior to this reported event.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the display segments on the left side of the display are missing. There were no consequences or impact to patient reported.